Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0210810275, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 17 mg/ml at 4.407 mg/day and clonidine 300 mcg/ml at 77.76 mcg/day via an implantable pump. The indication for use was not reported. It was reported patient experienced underdose symptoms. The hcp refilled the pump, and there was a volume discrepancy. The expected reservoir volume (erv) was 2 ml, and the actual reservoir volume (arv) was 13 ml. The patient had an MRI, and the MRI did not show a granuloma at the catheter tip. Logs showed that the motor stalled on (B)(6) 2019 at 3:09 and recovered on (B)(6) 2019 at 4:30 (following the MRI). A revision occurred on (B)(6) 2019. During the revision, the catheter could not be aspirated through the catheter side port. The catheter tip showed black hardened material inside. The catheter was replaced. The catheter would be returned to the device manufacturer. The pump remained in service. Information regarding the patient¿s weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified dark residue in the dispensing holes. If information is provided in the future, a supplemental report will be issued.